Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005, monarc was implanted. On (B)(6) 2006, mesh was implanted and on (B)(6) 2008, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with paravaginal defect repair due to pop, sui and paravaginal defect.

Manufacturer narrative:
It was reported that patient underwent tlh, uterosacral ligament vaginal vault suspension posterior repair, transobturator mid urethral sling procedure, and cystoscopy on (B)(6) 2013.

Manufacturer narrative:
Date sent to the FDA: 02/11/2014.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2012 due to persistent pelvic pain.